Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer could not provide patient specific information. There were no reported thermal injuries. The instrument was inspected prior to use with no cable damage found. Thermal damage was not observed and no arcing was observed. The patient did not experience any injury or adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.